Event description:
It was reported that the patient presented for a scheduled procedure. During implant, the right ventricular lead exhibited inadequate capture threshold. The lead was not used, and a replacement lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical, visual and x-ray examination was normal and no anomalies were found with the exception of procedural damage.